Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported left side rupture and capsular contracture baker grade iii diagnosed by ultrasound. The device will be explanted.

Event description:
Patient reported left side rupture and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, brown particles on the shell, wear abrasion, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: crease sharp broken on radius, five striated openings on anterior, posterior and radius, and non-penetrating nick on posterior. Based on the device analysis the final assessment is: crease sharp broken on radius assessed as fold flaw opening. Five striated openings on anterior, posterior and radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.